Manufacturer narrative:
The reported event of incorrect measurement could not be confirmed. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including pacing impedance test and visual inspection of the septum and connectors, indicated normal device functionality. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during an implant procedure on (B)(6) 2021 that the pacemaker (pm) was giving different threshold measurement readings with the merlin programmer and the pacing system analyzer (psa). After several attempts, another pm was used and implanted on (B)(6) 2021. There were no patient consequences.